Event description:
It was reported to philips that the device experienced boot-up fail. There was no report of patient involvement.

Manufacturer narrative:
It was reported that the device failed to boot up. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem however it was determined that the customer used wrong procedure to operate the device. Upon conclusion of the evaluation, it was determined that this was a malfunction due to wrong operation procedure used by the customer, the fse explained how to properly operate the device and re-ran operation check which was passed successfully. The device remains at the customer site and no further evaluation is warranted at this time.